Event description:
It was reported that: first composix kugel mesh was implanted in 2004 (medium 11 x 14cm 0010205, not confirmed from records). During laparoscopy done in 2005, it was identified that this medium composix kugel had shriveled. Put a large composix kugel mesh (0010202 not confirmed from records) during the procedure. In mid 2006, performed another laparoscopy and mesh was removed because of fistula formation. Marlex mesh was used as onlay repair. Afterwards, it was identified that the large composix kugel mesh had rings broken. Doctor advised that the mesh did not break during implantation.

Manufacturer narrative:
There was no product returned for evaluation. Therefore, no conclusion can be drawn.